Event description:
The reporter stated that product is leaking at the rubber ends however during review of the returned product it was discovered that the unit was cracked. No patient treatment or injury associated with this event.